Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 453mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the father to run a manual prime test and the insulin did exit. Reviewed the alarm history and found no delivery and low reservoir alarms. Advised the father to call back when the tubing clamp arrives to continue testing. Instructed the caller to change the entire infusion set and reservoir. The father called back and requested a replacement. No further information was provided.